Event description:
A reactive advia centaur (B) (6) result was obtained on a patient sample. The customer has an internal policy to repeat all (B) (6) reactive results in replicates of two. Upon repeat, the first replicate result was reactive and the second replicate result was non-reactive. The final result for the patient was reported as reactive. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant (B) (6) result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant (B) (6) result is unknown. The instrument is performing within specification. No further evaluation of the device is required.